Event description:
It was reported that balloon rupture occurred. A 6.0 x 60mm, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon burst. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 60mm, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon bursted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 6.0 x 60, 75cm was returned for analysis. A longitudinal balloon tear was identified starting at the proximal markerband and extending approximately 45mm distally. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.